Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen is unresponsive and turns off when the customer attempts to enter in their blood glucose level. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for continued insulin therapy.